Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited greater than 3000 ohms impedance. When remeasured, impedance was within normal range. The physician suspected that there may be a loose connection.